Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because after the battery was replaced the device displayed a "red x" showing on the pfu. There was no specific reported malfunction for the device. There was no report of patient involvement.